Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced recurrent hyperglycemia, with highest reported blood glucose over 400 mg/dl over approximately 24 hours, despite no observed infusion set leakage or bent cannula and while using dexcom g7; the patient intermittently announced ¿not eating,¿ disconnected from ilet for about two hours, and administered a 14-unit subcutaneous novolog injection as backup, and an ilet report was downloaded for review. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for backup insulin therapy and additional training support, with no hospitalization or professional medical intervention reported. Investigation included review of device data and user-reported troubleshooting, and coordination for additional user training. Investigation of this case revealed high glucose excursions temporally associated with user-initiated disconnection and manual corrections, with no evidence of infusion set failure or pump leakage reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use pattern and therapy management, with education recommended.